Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 had duplicate addresses on cubies in the row. A field service engineer (fse) reseated the cable connections at the back of the drawer and the row board cable. The fse found that fluid spilled on the row a tray with corrosion on the cubies and tray. The tray was replaced, duplicate pockets were cleared, and the affected cubies were unloaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es erhall drawer 3.1 pockets a1_a6 were all failing with a duplicate_address_detected error. The cubie would unload from the pocket, but the device still indicated that the pocket was present. When attempting to place the cubies back into the pyxis, the device indicated that the a1 cubie was being placed into both a1 and a2, even though it was not. All cubie pockets were 1x1 cubies, but the device continued to interpret a3 and a4, as well as a5 and a6, as paired pockets, despite all being individual 1x1 cubies. However, there were no adverse events or injuries reported based on this event.